Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex pusher wire was returned for analysis, stuck inside a marksman catheter, inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex braid was also returned. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact with no signs of damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was observed to be stretched. The braid was already detached from the pusher when it was returned. The braids' proximal end was not open and damaged, while the distal end was open and frayed. The braid¿s middle part was fully open with no damage. The marksman catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No voids or flashes were noted in the catheter hub. No other anomalies were found. Testing/analysis: the pipeline flex pusher was removed from the marksman catheter lumen without issue. The marksman catheter¿s total and usable lengths were measured within the specified limits. The catheter was flushed with water and found patent. The catheter was tested using an in-house 0.026-inch mandrel, passed through the hub and tip, without issue. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at proximal¿ report was confirmed, as the proximal end of the returned pipeline flex device was not open and was damaged. Additionally, the braid¿s distal end was open and frayed. Possible causes of failure to open include vessel tortuosity, damaged braid, a braid that is improperly sized for the anatomy, the braid being overstretched during delivery, and the user deploying the braid in the vessel bend. In this event, the customer stated that the vessel tortuosity was normal, ruling out vessel tortuosity as a potential cause. Therefore, a damaged braid, a braid improperly sized to anatomy, a braid that was overstretched during delivery, or the user deploying the braid in the vessel bend could have contributed to the failure to open. However, the cause of the failure to open could not be determined. The customer¿s ¿resistance¿ report was confirmed, as the returned pipeline flex device was damaged. The damage noted on the hypotube (stretching) and braid (fraying) indicates that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex device through the marksman catheter against resistance. Possible causes of resistance include vessel tortuosity, an incompatible/damaged catheter, the user pulling/torquing the wire while advancing the pipeline device in the catheter, or a lack of continuous flush with heparinized saline during the procedure. In this event, the vessel tortuosity was normal, the ma rksman catheter was compatible with the pipeline flex device, and no damage was noted on the catheter. The catheter was flushed continuously with heparinized saline, ruling out vessel tortuosity, an incompatible/damaged catheter, and a lack of continuous flush with heparinized saline during the procedure as potential causes. Therefore, the user pulling/torquing the wire while advancing the pipeline device in the catheter could have contributed to the resistance failure. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: pipeline flex 4.00mm x 16mm model number: ped-400-16 lot number: d042454 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex (ped-400-16) stent met resistance in a marksman microcatheter and failed to open completely. The patient was undergoing flow diversion surgery for treatment of an unruptured, amorphous, right ophthalmic artery aneurysm with a max diameter of 2.2 mm and a 1.7 mm neck diameter. The landing zone arterial diameter was 3.3 mm distally and 4 mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered, but, the platelet reactivity unit (pru) level is unknown. The angiographic result post procedure was noted as normal. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label) and the catheter was flushed continuously with heparinized saline. A marksman stent microcatheter was delivered to the target position. During stent delivery, the stent met resistance in the distal end of the catheter and became stuck. A small portion of the stent could be pushed out, but there was a sense of stuck when pushing the stent, and it could not be retrieved into the catheter, despite several attempts. The physician released the load (slack) in the system in an attempt to resolve the issue, however, it did not resolve the issue. The catheter and stent were withdrawn from the body, and the stent was still observed to be stuck in the catheter. After the stent was fully pushed out, it clustered at the detachment point. It is unknown if there was damage observed to the catheter or pushwire. A new ped-400-18 was used to complete the procedure. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the resistance was not determined. The cause of the failure to open of the proximal end of the stent was not determined.